Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 9680577-2023-00021 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction. H3 other text : see h.10.

Event description:
It was reported that bd bbl¿ brucella agar with 5% horse blood arrived contaminated. The following information was provided by the initial reproter: agar arrived in the lab contaminated.

Manufacturer narrative:
Initial reporter email: (B)(6). Initial reporter address: (B)(6). Initial reporter facility name: (B)(6). H.6 investigation summary: complaint history review: the complaints trends were reviewed for a period covering 12 months. Similar complaints were reported during that period on this product. These complaints were linked to the same manufacturing date. Therefore, a trend could not be detected, and it appears to be a single incident. Batch history record (bhr) review: the batch history review did not indicate any discrepancies. All release testing was satisfactory, and no deviations were observed. Sample analysis: retain samples were reviewed and plates with contamination could be identified. Physical samples were not returned for evaluation. Pictures were provided. Based on the evaluation of the shared pictures contamination could be detected. Evaluation results: at this stage of our investigation, we have excluded any systemic failure in our manufacturing process. Please note that this product does not have an sal (sterility assurance level) claim. It is filled aseptically; therefore, an occurrence of a contamination event cannot be entirely ruled out. According to our high-quality standard, we only release product batches to the market with an aql (acceptable quality level) = 0,65. Although this contamination level is very low, we cannot completely exclude that a customer may receive a contaminated plate. Investigation conclusion: based on the above-mentioned evaluation the complaint can be confirmed. A definite root cause could not be determined yet; however, detailed investigation is still ongoing. Bd regrets the inconveniences you have experienced and will continue to monitor similar incoming complaints. We would suggest that you set aside, and not use, any prepared plated media that does not meet the appearance specification as it is described on the bd certificate of analysis. This is consistent with industry recommendations for inspection of culture media prior to use (e.g. ¿good practices for pharmaceutical microbiology laboratories¿, who technical report series, no. 961, 2011, annex 2; chapter <1117> ¿microbiology best laboratory practices¿ the united states pharmacopeia; and the difco & bbl manual).

Event description:
It was reported that bd bbl¿ brucella agar with 5% horse blood arrived contaminated. The following information was provided by the initial reproter: agar arrived in the lab contaminated.